Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h2: additional information: block b5 (describe event or problem) and (block h6 (device codes) block h6 has been updated to clip would not close deeming this a non-reportable scenario, due to additional information received on october 19, 2023.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip malfunctioned on deployment. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event. Additional information received on october 19, 2023: the only problem was the clip would not close and struck open.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on september 18, 2023. During the procedure, the clip malfunctioned on deployment. The procedure was completed with another resolution clip. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter alternative number:(B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip malfunctioning on deployment.